Event description:
It was reported that the right atrial (ra) lead experienced episodes of low impedance and a polarity switch. There was also possible undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. There was a lead warning 2013-(B)(6). Downward trend in average impedance from approximately 500 ohms in (B)(6) 2012 down to approximately 300 ohms in (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2008. (B)(4).